Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure to replace an implantable cardioverter defibrillator (ICD) due to rapid battery depletion. The ICD was on advisory. During the procedure, it was noted that the right ventricular (rv) lead had previously had a repair at the pace/sense portion of the lead between the yoke and terminal pin. An area beyond the yoke in the central body of the lead also appeared to have the beginning of an insulation breach. The rv lead was repaired with medical adhesive. Rv lead measurements were stable with successful testing. The lead was re-used and the ICD was replaced. The patient was stable before, during and after the procedure.